Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a cq2015a , +23.5 diopter, intraocular lens tore during loading. There was no patient contact. No patient injury. Backup lens was used during same surgery. Reportedly, "no patient condition issues reported."

Manufacturer narrative:
Additional information: device evaluation: lens was returned in liquid in lens vial. Visual inspection found that the optic had tears. Claim# (B)(4).